Event description:
Seven months after a coronary drug eluting stenting treatment procedure, the pt returned with focal intra-stent restenosis. In 2003, the pt had undergone ptca and deployment of a cypher 2.5 x 13 mm drug eluting stent in the rca. Following ptca of a lesion in the distal lad through a left internal mammary artery, the physician deployed a taxus express2 2.25 x 16 mm drug eluting stent @ 10 atm. Seven months later, the pt returned to the cath lab for a follow-up per protocol of the rca lesion treated with the cypher stent. The pt had stable angina. A restenosis of the proximal taxus express2 stent and focal intra-stent stenosis of the distal portion of the stent was noted. The physician performed ptca to treat the in-stent restenosis. Pt status is unk.